Manufacturer narrative:
Corrected data: date of event: corrected to (B)(6) 2019. Device code 1494: off label use, acd < 3.0mm. Device code 2993 not applicable. Event: the lens was implanted on (B)(6) 2019. Low vault and significant reduction of endothelial cell count were also reported. The lens was exchanged on (B)(6) 2019 for a shorter length lens and the problem was resolved. The cause was reported as due to the device. Device evaluated by MFR: device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Patient code 3191: no code available, significant reduction of endothelial cell count claim# (B)(4).

Manufacturer narrative:
B5 - a laser pi was performed 1 week prior to implantation. Low vault updated to excessive vault. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search - one additional similar complaint type event within associated lots was found. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -02.00 diopter, implantable collamer lens into the patient's left eye (od) on (B)(6) 2017. Per reporter on (B)(6) 2019 the lens was removed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.